Manufacturer narrative:
Exemption number e2016018 b. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun melsungen ag (manufacturer). This report has been identified as b. Braun melsungen ag internal report # (B)(4) at this time, the device was not yet returned for evaluation. A follow-up report will be provided after the inspection results are available.

Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in poland: broken needle

Manufacturer narrative:
Exemption number e2016018 b. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun (B)(4) ag (manufacturer). This report has been identified as b. Braun (B)(4) ag internal report # (B)(4). We investigated our manufacturing records and any abnormality were not found. We received one used pencan 27gx3 1/2" (88mm) w.int.-EU/ap/sa with open packaging. The returned sample was taken to a visual examination. On the sample the cannula is broken off. The broken off segment was not handed over by customer. The structure of the break of the raw cannula shows that the cannula was bent before the break. In addition, the outside diameter of the pencan cannula was measured according to drawing. Nominal-value: 0.42 mm +0.01/-0 mm. Actual-values: used sample= 0.42 mm. The measured values (outside diameters) of the pencan cannula is in accordance with our specification. With regard to the used sample we assume of problem during the application and consider the complaint not confirmed. Correction: this report was originally filed as a product problem report, however additional information was received indicating that an adverse event occured.

Event description:
As reported by the user facility (translation of user facility information provided by bbm sales organization in poland): broken needle. Patient had to have surgery to remove the broken tip of the catheter.